Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 4.0 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.